Event description:
It was reported that the patient presented in emergency room after receiving several shock therapies. Upon device interrogation, multiple vt/vf episodes were observed. It was also noted that the real episode numbers and shock therapy were not recorded on stored egm. Patient was administered amiodarone for one week in critical care unit. Patient was discharged and no further episodes were seen.